Manufacturer narrative:
The tech found the brake block was broken. The tech replaced the brake block and adjusted the brake to repair the bed.

Event description:
The account alleged when they set the brake and move the bed, the brake will pop back out.